Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spectrum pump powers off without user input. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was unable to be verified. The device was found within specification in relation to the reported condition of powering off without user input. The device was able to run a programmed infusion with a set loaded without powering off. Should additional relevant information become available, a supplemental report will be submitted.